Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. With the information available, the exact cause for peritonitis cannot be determined. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew mrsa which is a bacterium known to colonize human skin. Therefore, it is possible the peritonitis is associated with patient touch contamination, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy was hospitalized with lung issues and an infection of the pd catheter (not a fresenius product). There were no reported allegations that peritonitis was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient had comorbid lung cancer. The nurse confirmed that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain and lethargy. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of the bacteria methicillin resistant staphylococcus aureus (mrsa). The patient was diagnosed with peritonitis and sepsis and was initiated on antibiotic therapy utilizing vancomycin and cefazolin (dosing unknown) intravenously (IV). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis modality for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. It was reported that the patient is recovering. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was stated that the event may be related to the patient touch contamination during the pd exchange due to weakness from comorbid lung cancer.